Event description:
Failed soundstar mapping catheter. A 6150 - magnetic sensor error displayed on the carto 3 system. The catheter was replaced and the issue remained. The catheter was replaced a second time and the issue resolved. The team did not have an extra cable to replace and the issue might be with the cable. There was no patient consequence related to this report.